Manufacturer narrative:
Samples have been discarded by the customer. Should samples become available, a follow up report will be filed. Review of the complaint history indicates similar complaints have been filed for this product code.

Event description:
Received service report indicating complaint from home pt. Home pt noticed fluid leaking on floor during dwell 4/4 of his dialysis treatment cycle. Home pt not sure where solution is coming from. Home pt will discard supplies and set up with new supplies. No pt injury has been reported at this time.